Event description:
Reporter alleged obtaining the result of 70 mg/dl on the advantage system while feeling sweaty and dizzy which are hyperglycemic symptoms. Reporter was treated with orange juice and her daughter called the emts. They obtained a result of 22 mg/dl on their system which was within 10 minutes of the 70 result. Reporter stated the emts gave her an IV and also that another result of 251 mg/dl was obtained within 10 minutes of the emts result. Reporter stated that she was also given a sandwich to eat. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Information received indicates the brake is not holding.